Event description:
Caller reported a malfunction on the pump, with the malfunction code being displayed as malf 9. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection of insulin to address high bg. The pump was reset and customer was able to continue insulin therapy.